Event description:
It was reported that catheter entanglement on guidewire occurred. An opticross 6 imaging catheter was selected for use to view the target lesion. During procedure, after obtaining image it was noticed that the catheter would not pull off of the wire to be removed. Therefore, the entire system had to be removed together. This caused the wire access to be lost. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag together with a non-bsc guidewire, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection reveals that the guidewire exit port was damage and a kink in the tip assembly from the femoral marker to the distal end was noted. Functional inspection reveals that the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that catheter entanglement on guidewire occurred an opticross 6 imaging catheter was selected for use to view the target leasion. During procedure, after obtaining image it was noticed that the catheter would not pull off of the wire to be removed. Therefore, the entire system had to be removed together. This caused the wire access to be lost. The procedure was completed with different device. No patient complications were reported.